Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient presented in clinic with elevated threshold and decrease in sensing amplitude. Lead dislodgement was noted on x-ray. Lead was explanted and replaced successfully. Patient was doing well and will be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, inappropriate hv shock due to oversensing was observed. Upon reviewing the episodes, multiple non-sustained rv oversensing episodes and vf episodes resulting in inappropriate atp and inappropriate hv therapy were noted. Lead dislodgement was suspected. There was also a drop in pacing lead impedance and rv sensing. Patient will be scheduled for lead revision.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.